Event description:
Reporter called lfs in 2004 on behalf of the pt and allleged that the meter would only prompt an error 2 message. It is not known how long the pt was unable to test on their meter. The pt attempted to test but obtained the error 2 message. They reported symptoms of sweating and incoherence. The pt ate/drank after attempting to test. The paramedics were called and when they arrived they tested the pt and obtained a blood glucose result of 59 mg/dl. This occurred approx 25 minutes later. They were treated with food/beverage. Based on the info provided, the meter did malfunction. There is evidence that the meter contributed to the hypoglycemic event. The pt was unable to obtain an actionable result and required medical intervention with a result of 59 mg/dl. New meter, test strips, and control solution are being sent to the pt.